Event description:
2001=hemilaminectomy l4-5, complete discectomy l4-5, partial fasciectomy and foraminotomies l4-5, partial facetectomy l5-s1 and bilateral fusion l4-s1. Jackson pratt drain left in wound. Ortho\neuro surgeons. Two days later= approx 4" of drain remained when drain removed. Return to or for surgical removal of returned portion of jp drain.